Event description:
5.0 x 20 mm drug-eluting stent (des) (synergy) was deployed. However, during the procedure they were unable to deflate the stent balloon fully, and the balloon became trapped in the wire and the guide. When they tried to retrieve the stent balloon, the balloon broke off from the stent delivery shaft.